Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Device log recorded 27 single bit ecc-errors on 2014-(B)(6). Patient was exposed to radiation therapy.

Event description:
It was reported that upon interrogation of the implantable pulse generator (ipg) there was no value for longevity or percentage of stimulation. "Rate histograms have invalid data" which is likely a single-bit corruption. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.